Manufacturer narrative:
Device evaluation: visual inspection of the returned complaint device was performed at 10x microscope magnification. The device analysis noted that one lens haptic was detached. The detached haptic piece was not returned. The other haptic was observed distorted/bent. The reported ''broken haptic'' was confirmed. As per the manufacturing record review, product was manufactured and released according to specifications. During manufacturing process, any defect found on the lenses that do not meet specifications are rejected. There were no non conformances or related complaints for the reported issue. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on returned device analysis, manufacturing record review and labeling review, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that haptic of a za9003 intraocular lens (iol) broke off when surgeon was inserting the lens into eye. Reportedly, incision enlargement was required. No other patient injury reported. The lens was removed and replaced with another lens during the same procedure. No further information was provided.